Manufacturer narrative:
Investigation results: conmed linvatec received the ablator for evaluation and confirmed the reported problem. A visual examination found the ring on the ablator tip detached and not returned with the device. Further investigation found the electrode strip twisted/bent with nicks/cuts present on the insulation. This evidence suggests torsional force could have been applied during use. No information was available on the type of generator or settings used during the time of this event. The information for use (IFU) provides the following warnings: use only within prescribed generator setting ranges. High power generator settings may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. A maximum setting of 40 watts "coag" and 65 watts "cut" should be used. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated. Do not bend shaft. Avoid excessive bubble accumulation around electrode tip during use. Avoid unnecessary activation between tissue applications. Electrode tip must be within field of view at all times while activated.

Event description:
The customer reported that during use of this ablator in a shoulder arthroscopy to perform a rotator cuff repair, the ring on the ablator tip came off and was found embedded in the patient's muscle. The user reported the need to open the shoulder and extract the ring embedded in the muscle. There was no report of serious injury related to this event.